Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (15 mg/ml at 3.994 mg/day) and bupivacaine (0.2 mg/ml at .053 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had an MRI on (B)(6) 2021 and the pump stalled but they did not have the pump interrogated that day. The rep stated that on (B)(6) 2022, the patient went to use their ptm for the first time after the MRI, but they got an alert saying the pump was stalled. The patient saw their healthcare provider on (B)(6) 2022 who read the logs and confirmed that the motor stall recovery had occurred on (B)(6) 2022. It was reviewed that the pump was likely in telemetry state post MRI and when the patient used their ptm, it took it out of this mode and logged a recovery. No symptoms/patient complications were reported.